Event description:
In a review of published literature, these findings were noted: nakai m, sato m, sato h, sakaguchi h, et al. Midterm results of endovascular abdominal aortic aneurysm repair: comparison of instruction-for-use (IFU) cases and non-IFU cases. Japanese journal of radiology. Of 124 pts (104 mn, 20 women; mean age of pts with excluder is 77 years; age range 58-93 years) with aaa who underwent evar with the zenith (68 pts) or excluder device (56) and were analyzed, 86 were IFU and 38 non-IFU. This article mentions that 3 pts who were implanted with gore excluder aaa endoprosthesis had type ii endoleaks and aneurysm enlargement that required intervention. Info was obtained on one specific pt. On (B)(6) 2009, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure slight type ii endoleak was identified. The physician decided to monitor the pt and completed the procedure. On unk date approx one year later, f/u image revealed that the type ii endoleak persisted and resulted in aneurysm enlargement of more than 5mm. The origin of the endoleak was inferior mesenteric artery. On (B)(6) 2010, an intervention occurred to repair the persistent type ii endoleak. The inferior mesenteric artery and the aneurysm sac were embolized with n-butyl cyanoacrylate (nbca). The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.